Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the customer put a new reservoir in the insulin pump, the screen was hard to read. The inside screen has traces that run vertically through the screen. The customer is using an energizer aaa alkaline battery. The customer states the pump was neither dropped nor bumped. The insulin pump will return. The customer's blood glucose is 141 mg/dl.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments/partial display due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.